Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted boston scientific's technical services in late-(B)(6) 2018. The patient reports shortness of breath during exercise. The shortness of breath started after the device was implanted. Additionally, the patient reported that the device pocket had to be revised. The technical service's consultant discussed the minute ventilation signal oversensing product advisory, which was initially communicated on (B)(6) 2017. Additionally, the patient was informed that the device may need reprogramming with rate response. The technical service's consultant recommended that the patient have a discussion with the physician. The local representative had no information concerning the patient reported pocket revision. Reasonable evidence suggest that this device remains in-service.